Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure:right fallopian tube was not visualized") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy(bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue, alopecia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device insertion, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2016, injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs received-.events: "vaginal bleeding, menorrhagia, migraines, headaches,dyspareunia (painful sexual intercourse),fatigue, hair loss, weight gain,complication of device insertion and back pain" new reporter information was added, patient demographic details was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil embedded in the left cornua of the uterus'), device expulsion ('essure coil embedded in the left cornua of the uterus') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vision abnormal, menorrhagia, abdominal pain and leg cramps. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain") and complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure:right fallopian tube was not visualized") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) with bilateral salpingectomy(bilateral removal of fallopian tubes) and robotic hysterectomy: robotic bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, dyspareunia, fatigue, alopecia, weight increased and back pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, complication of device insertion, device expulsion, dyspareunia, embedded device, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2016, (B)(6) 2016 injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Discrepancy noted in date(s) of removal: (B)(6) 2018. The right fallopian tube has two coils but the left fallopian tube has one coil placed. Left ostia did not occlude. Most recent follow-up information incorporated above includes: on 4-aug-2020: mr received. Event embedded device added. New reporters and concomitant conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (even forced to undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.